Event description:
Procedure was a long stenting (biliary stenting), placing one stent longitudinally after another. The first stent was deployed without a problem. The second stent failed to deploy. This was removed and a third stent put in its place. The stent also failed to deploy when outside the body.

Manufacturer narrative:
This report is being submitted as this device is the same or similar to a device sold in the us for the same indication. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing and the handle had been fully triggered. The guiding tube was clipped out proximally and protruded 20 mm over the hand grip. The distal welding was also fractured at the hand grip. The stent was received released into the dispenser. The stent length was 90 mm. Position of dispenser: the distance distal 65mm/proximal 455 mm. Inner catheter and filling material protruded 133 mm from the tip. The length of the inner catheter (after filling material) was 93 mm. The guiding tube could be re-clipped into the hand grip. The snap hooks showed no deviation. Additional information has been requested from the user and is needed in order to determine a root cause for this event. Please note that 9681442-2006-00048 is an event that occurred in stet and has a catalog number that does not appear in our baseline report. However, it is the same product with the same indicated use as catalog number lub10080, which is sold in the us.